Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to methicillin-resistant staphylococcus aureus (mrsa) bacteremia. There were no additional adverse patient effects reported. The ICD was explanted.